Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, no delivery/occlusion alarm, battery cap contact missing/damaged, failed battery test, battery cap cracked/damaged, occluded. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-342, mmt-441ag. Troubleshooting was performed. Customer reported receiving a battery failed alarm. Customer reported battery cap damaged. Customer reported a past insulin flow blocked alarm. Customer reported a keypad anomaly and/or stuck button alarm. The customer will continue use of the device. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-441ag.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no delivery/occlusion alarm on 30-nov-2024 at 17:58:58 during basal delivery. No failed battery test alarm or stuck button error alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found no moisture or component damage on the keypad assembly, electronics assembly, force sensor assembly and motor assembly noted. The force sensor offset measured (23.84 mv). The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing battery cap contact spring. In summary, pump passed all required testing. Keypad/button unresponsive/button error alarm, no delivery/occlusion alarm and failed batt test alarm not confirmed. Battery cap contact missing/damaged/battery cap broken/cracked/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.